Manufacturer narrative:
Added: d3. Patient-device interaction/retroperitoneal hemorrhage: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery to support the 73 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e at pump insertion. Underlying medical history was not shared. The pump was supporting when the patient was transferred on support for the community to the tertiary center. After admit to the tertiary center the team made a diagnosis of a retroperitoneal bleed. They are unsure if this was from the impella access site or from the other access site where the arterial line was placed. No treatment was given, but the site was monitored for a day til explant. Patient has survived. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.